Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected clear alarm anomalies noted. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, broken battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
It was reported that the device alarmed a button error alarm. Customer's blood glucose was unknown. Customer was unable to clear the alarm. Customer agreed to return the device for analysis.